Event description:
The hcp reports a patient experiencing loss of efficacy and increased spasticity with their drug delivery pump; date of onset 2007. The patient presented for a routine refill and the expected reservoir volume was 2.3 mls. The actual volume of drug in the pump was 11 mls. The drug used in the pump is lioresal (dose and concentration unk). A roller study was done and was negative. A catheter dye study was attempted, but the hcp was unable to withdraw. Catheter replacement is planned. Same as manufacturer's report #: 2182207200700849.